Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 500 mg/dl. The customer also reported they disconnected from the insulin pump due to the frequent no delivery alarms they have been receiving. Troubleshooting found insulin did not exit during a fixed prime. The customer also reported a no delivery alarm occurred during a manual prime. The customer stated they were able to resolve the no delivery alarm at the end of the call. The customer declined to return the insulin pump for analysis.